Event description:
The patient underwent pelvic surgery in 2004. Fifty-five days later, the patient presented with minimal granulation and strands of mesh visible. In about 4 months later, the patient presented again with minimal strands of mesh visible. Patient is experiencing vaginal discharge without spotting. Five days later, the patient had a revision of the apical incision with excision of a 1 cm square section of mesh during an outpatient procedure.